Event description:
Cgm error 42 was reported, and there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing comprehensive instructions for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error, and the customer successfully started their sensor session.